Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that the opacity on the upper part of the lens, which was confirmed immediately after surgery, disappeared, and the lens was clear even in the image with the slit. There is no problem with visual acuity. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was evaluated. Displayed was a pseudophakic eye with a lens claiming to be a tecnis symphony toric iol, model zxt150. A cloudiness like discoloration was observed in the superior left portion of the optic and the cloudiness was observed to extend to the right side of the lens. The root cause and potential clinical impact of the reported event could not be determined from a video assessment. The complaint issue "discolored" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) zxw375 was implanted on (B)(6). During a slit examination on (B)(6) a clouding in the upper side of the iol was revealed. The patient complained of waxy vision. An examination performed a week later verified iol clouding and the patient still experiencing waxy vision symptoms. Through follow-up, we learned that the patient's visual acuity was 1.0; however, the strange feeling with the sight persisted. The iol explantation and exchange for another iol was not planned, because the visual acuity was good enough. Account indicated that the patient expressed her strong dissatisfaction with the surgical outcome. On february 5th, a visual acuity of 1.2 was noted upon examination. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.